Event description:
Meter name: fasttake, strip name: fasttake strips, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: no. A patient reported they were treated by emergency medical technician. Their meter allegedly was inaccurately high. The result on their meter was 64 mg/dl. The result on the emergency medical technician meter was 17 mg/dl. The time difference between pt's meter and emergency medical technician's meter was unknown. Treatment was unknown. Patient was using expired strips. No further information has been reported.